Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was fully inserted in a male patient's right eye. Reportedly, a capsule break occurred. Through follow-up it was reported that the capsule break was believed to be due to an incomplete capsulorrhexis from a non-amo femtosecond laser. There was no incision enlargement performed, however an anterior vitrectomy was required. The was no patient injury, and the patient had normal edema from extra manipulation. The physician changed his mind and decided to implant a model zma00 lens to replace the zxr00 iol. It was confirmed that the device will not be returned as the lens was lost. No further information was provided.

Manufacturer narrative:
Product testing could not be performed because the device was not returned. Therefore, the customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.